Manufacturer narrative:
Zimvie received one (1) xiitp6511, (osseotite® tapered certain® prevail® implant 6/5 x 11.5 mm) for evaluation. Visual evaluation of the as returned device identified the implant with signs of use, slight wear however, no malfunction. Engaged with an in-house driver as intended, during a functional test. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 2022100914. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2022100914 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿does not assemble¿ the customer did not submit images for the reported event. IFU review: documents reviewed: biomet 3i dental implant IFU p-iis086gi rev. J 2022/08. Information identified: "warnings" "contraindications" "precautions" based on the investigation and risk management file review as per rmf rm-00053-haz rev.12, the most likely root causes determined from the investigation are customer error ¿ improper techniques used. Therefore, based on the available information, the implant malfunction did not occur. The reported event was non-verifiable with all the available information, and without return of all devices involved. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported driver used for delivery of implant insecure. Unable to lock in successfully place and torque implant. Tooth 30. It was also reported that the issue was with the implant, not the driver. Was able to complete procedure with another implant. Driver will not be returning.